Event description:
It was reported that "the balloon was found detached after the catheter was removed from the patient during use." It was not determined if any balloon fragments remained in the patient¿s body; no patient complications were reported. The catheter was being used for a dialysis shunt thrombectomy in the upper arm. The procedure was performed without an introducer. After a few catheter passes, the user heard a sound like the balloon had ruptured, and the catheter was removed from the patient. Balloon detachment was noted at that time. The synthetic graft was examined to see if the balloon remained inside, but nothing was found. It is unknown if there was resistance noted during insertion or extraction. The report stated that the clot was probably adherent and the vessel was probably highly calcified because the patient was on dialysis. The catheter was tested before use and no abnormalities were noted.

Manufacturer narrative:
One catheter was received without any attached components. As received, the balloon latex, distal windings, and spring tip were completely missing. The proximal winding appeared damaged. There was blood observed on the proximal winding. There was no damage to the catheter body tube or hub. Lot number was not provided, therefore review of the manufacturing records could not be completed. The report of balloon detachment was confirmed; however, it does not appear to be related to the manufacturing process. As per the product IFU, the pull force specification is of 0.7 lbs on an inflated balloon. Review of the available information suggests that patient and procedural factors may have contributed to the reported event. No actions will be taken at this time.